Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion exhibited 80% stenosis with severe calcification. Device was removed from packaging per IFU and prepped prior to use with no issues noted. The lesion was pre-dilated several times but the device could not cross the lesion. Resistance had been encountered when advancing to the lesion but it is unknown if excessive force was used. On removal of the device it was noticed that some of stent struts were lifted. Another stent (same size) was used to complete the procedure. There was no patient injury reported. The physician indicated that the event was related to use of the device in a difficult lesion morphology/anatomy. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion morphology - 80% stenosis with severe calcification). No results available since no evaluation performed - (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 80% stenosis with severe calcification). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Device evaluation: the transition shaft was severely kinked. The proximal balloon pillow was damaged. The stent was deformed and stretched from the 1st to the 3rd distal segments. The 14th distal stent segments were raised and misaligned.